Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned device showed no evidence of the reported sheath peeling issue. Therefore, the investigation is unconfirmed for the reported unraveled material issue. The device exhibited extensive presence of blood within the dilator. Solidified blood was also present on sections of the sheath. Hydrophilic was not present along areas of the sheath. The dilator was kinked 280mm from dilator luer and a bend was present on the sheath in the same area. The investigation is confirmed for the identified material deformation. The root cause for the reported unraveled material issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: directions for use: 5. In order to activate the hydrophilic coating, where labeled, it is recommended to wet the halo one¿ thin-walled guiding sheath with sterile saline solution immediately prior to its insertion in the body. Warnings: 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions; 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 18. Do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. 21. In order to activate the hydrophilic coating, it is recommended to wet the halo one¿ thin-walled guiding sheath with heparinized saline solution immediately prior to its insertion in the body. Failure to activate the coating may lead to sub-optimal trackability of the sheath. To maintain lubricity this surface must be kept completely wet. 22. Proper functioning of the halo one¿ thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one¿ thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Storage store in a cool, dry, dark place. Rotate inventory so that the catheter and other dated products are used prior to the ¿use by¿ date. Do not use if packaging is damaged or opened. Equipment required ¿ sterile saline solution (heparinized) ¿ sterile saline solution (heparinized) / contrast medium (2:1 ratio recommended) h10: d4 (expiry date: 07/2022), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the coating of the sheath allegedly peeled off when the sheath was wetted with saline. It was further reported that the substance became lump during insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the coating of the sheath allegedly peeled off when the sheath was wetted with saline. It was further reported that the substance became lump during insertion. The procedure was completed using another device. There was no reported patient injury.